Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a clinical study that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system presented with symptoms indicative of an infection. It was also noted that the sutures for the leads were coming up through the device pocket. No secretions were noted and blood cultures were taken but came up with negative results. The patient was placed on antibiotics and the sutures were extracted using aseptic technique. The clinical site reported that the infection was caused by the implant procedure. No additional adverse patient effects were reported. The crt-d system remains implanted and in service.